Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive to presses. Reportedly, the customer had applied a decal on the pump. Tandem technical support asked the customer to remove the decal as it may be causing unresponsive touchscreen however, the customer declined. Blood glucose was 307 mg/dl.